Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the ilet pump experienced recurrent hypoglycemia with a documented low of 64 mg/dl, including nighttime patterns into the 60s and episodes associated with exercise, leading the user to treat with oral glucose and to increase sugar intake, which coincided with approximately 12 pounds of weight gain. Symptoms included low blood glucose. Outcomes included the need for troubleshooting and user education. Investigation included complaint intake and user counseling regarding hypoglycemia recognition and treatment. Investigation of this case revealed an undetermined cause for the hypoglycemia with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.